Event description:
It was reported that during a surgery the screwdrivers are broken off at the tip or twisted. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. A second surgery (revision) is needed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery the screwdrivers are broken off at the tip or twisted. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. A second surgery (revision) is needed. Update 06-feb-2023 nen: this event occurred during a arthodese surgery. All broken-off pieces could be retrieved from the patient. A second surgery (revision) was not necessary.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-8737-38 serial/batch number (B)(6) was received for investigation. No functional testing was performed because the received device has a broken tip. Upon visual evaluation, it was found that the tip was broken, and the hexalobe geometry of the driver was twisted. The cause remains undetermined.